Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime or a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 243 mg/dl. The customer did not received motor position encoder. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The troubleshooting was performed for motor error and was able to successfully clear the alarm and complete pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.